Event description:
Patient experienced a positive skintest after bovine collagen injection. Physician reports that an abscess had developed at the injection site two months after the skintest was done. Physician incised and drained and prescribed oral prednisone and antihistamine.